Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported that the mobile view station (mvs) unexpectedly rebooted. There were no other reported concerns with functionality. There was no impact to patient. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The hard drive was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The hard drive was returned to the manufacturer. Functional testing found that the component was functioning as intended. When the hard drive was connected to a known good system and the system booted as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system showed that the cpu reached a critical temperature threshold and caused the reboot. If information is provided in the future, a supplemental report will be issued.